Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The healthcare provider reported that they were trying to interrogate the patient's pump, but they were getting no device found. The caller stated that they could feel the pump and had the antenna on it, but they couldn't get it to connect. The agent reviewed that if the pump had flipped, they may not be able to read it if it was upside down. The caller was going to follow up with a surgeon.